Event description:
A system operator provided a spreadsheet of patient data for analysis and assistance in preparation of a platform presentation. Upon review of the data, this patient was found to exhibit an increase of 2.5 diopters mrse (manifest refraction spherical equivalent) at the 6-week postoperative exam. Additional has been requested.

Manufacturer narrative:
The evaluation has not been completed at this time.